Manufacturer narrative:
The report of pump stoppages was confirmed through the evaluation of the submitted system controller log file. Multiple low speed/pump stoppage events were captured on 12/20/2017, which were associated with low speed advisory, low speed hazard, low flow hazard, and driveline disconnected alarms as well as significant elevations in pump power. All interruptions in pump function appeared consistent with a potential percutaneous lead wire compromise. Approximately 10 inches of the distal end/external portion of the percutaneous lead (lead) was replaced on (B)(6) 2017 and returned for evaluation. Electrical continuity testing of the replaced portion of the lead revealed that all wires were electrically intact. Upon removal of the prior rescue tape repair, a small indentation in the outer silicone sleeve was noted adjacent to the terminus of the distal end bend relief; however, the indentation did not penetrate the sleeve to expose the underlying clear bionate layer. Areas of breakdown of the metal braided shield were observed on the lead segment. The area of breakdown was most significant at the terminus of the distal end bend relief and appeared consistent with over 3 years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years and 5 months. The pump remains in use; however, the replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s spouse contacted the lvad center due to low speed and driveline disconnected alarms on the system controller alarm history. The patient was asymptomatic. The vad coordinator assisted the patient¿s spouse with exchanging the system controller over the phone. The alarms ceased; however, when the new system controller was connected to the power module via the patient cable, the system controller began to alarm again. The alarms ceased once the system controller was placed on external battery power. Emergency medical services transported the patient to the emergency department where the patient was placed on a non-grounded power module patient cable. A review of the alarm history reflected alarms around 03:30am and again starting around 09:00am. The alarms included low speed, pump off, and driveline disconnected events. The log files from both system controllers were submitted to the manufacturer's technical services for review. Pump stoppage events were observed in both system controller log files. The events appeared to occur only when the system was connected to the power module. When the second system controller was switched to battery power, the alarms resolved. Submitted x-ray images showed possible thinning of the braided shield near the distal end of the percutaneous lead bend relief. On (B)(6) 2016, a repair of the external portion of the percutaneous lead was performed by the manufacturer¿s technical services representatives. No reports of any subsequent pump stoppage or low speed events have been receive.